Event description:
A laparoscopic monopolar cord was discovered to have burned through the connecting end where it plugs into a robotic monopolar scissor. The resident at bedside noted that it was hot to the touch, and upon inspection the end of the cord had a blackened burnt end.